Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was able to be confirmed. The device was inspected and tested. During the device evaluation it was observed that the charged coupled device (r-unit) was broken and therefore the image was green. Additionally, the protector of the video cable section was cut. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the olympus endoeye video telescope displayed a picture that was greenish and flickered. The picture comes and goes. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This medwatch was submitted in error. At the time of this report, the event was incorrectly assessed as being able to cause or contribute to a death or a serious injury if it were to recur.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective charged coupled device holder assembly (r-unit). Olympus will continue to monitor field performance for this device.